Event description:
It was reported that, "mdm head disassociated from v-40 head."

Manufacturer narrative:
Associated device: 28mm + 12lfit v40 head, catalog number 6260-9-428, lot number 38497303. Additional information has been requested and if received will be provided in a supplemental report.